Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No rewind anomaly noted during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 159 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.